Event description:
We were informed on (B)(6) 2022 about an event regarding a patient having their medtronic deep brain stimulation leads explanted due to impedance readings. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).